Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump was not working. The customer reported blood glucose value of 94 mg/dl. The customer reported hypoglycemia, dizziness, and fatigue treated with glucose/carb intake, no treatment, no treatment. Troubleshooting was identified. The event involved product(s) mmt-431a, mmt-342, mmt-1884. The customer was not using the auto mode/smartguard feature at the time of the event. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. Cust does not believe the pump was over-delivering. No further patient complications were reported. No product return is required for mmt-431a. No product return is required for mmt-342. The customer would discontinue to use of the device, mmt-1884 was requested and the customer response was the device would be returned.